Event description:
A customer reported that in the attempt to apply the adc device, it did not apply due to the sensor not firing. As a result, the customer was unable to monitor their glucose levels and experienced a seizure and a loss of consciousness. The customer was provided glucose gel by a non-healthcare professional and then had contact with a healthcare professional who administered intravenous glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.